Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: extension, product ID: 3708140, serial# (B)(4), implanted: (B)(4) 2007, explanted: (B)(4) 2018, product type: extension. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3708140, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the hcp difficulty disconnecting the extensions from the old ins during an ins replacement. The hcp had to completely remove the set screws and try again, and they were finally able to remove them. The hcp was to inspect the extensions. No patient complications were reported. Additional information was reported that the patient's ins was being replaced due to normal battery depletion. The cause of the disconnection difficulties was not determined. The extensions were not used with the new ins and were removed. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# 37713, sn: (B)(4). Analysis determined that the implantable neurostimulator (ins) is at normal end of life. The elective replacement indicator (eri) or end of service (eos) indicator was set. The ins passed the final functional test on the automated test console. Product ID# 3708140, sn: (B)(4) analysis identified environmentally assisted degradation of the insulation at the proximal end of the extension. Electrical testing of the extension determined continuity was complete and no electrical shorts were identified between the circuits. Analysis identified the outer insulation of the extension was broken/torn under the connector. Product ID# 3708140, sn: (B)(4) analysis identified environmentally assisted degradation of the insulation at the proximal end of the extension. Electrical testing of the extension determined continuity was complete and no electrical shorts were identified between the circuits. Analysis identified the outer insulation of the extension was broken//torn under the connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient presumably recovered from their surgery and has a post opt visit on (B)(6). No fu rther information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.